Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for routine device exchange. During procedure, a competitor's catheter perforated the right ventricle causing them to perform a pericardial tap. The lead had been successfully implanted prior to complications. Physician does not believe it was the cause of the complications. Patient was stable post procedure.